Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive reactions of ten specimens with anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The reverse type was positive for ih-cell a1 and b. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer repeated the same ten samples on the same ih-1000 and the results were correct and resulted as the blood group o. Customer did neither return the supposedly defective product for investigational testing nor the affected patient donor samples that had yielded a false positive reaction. Furthermore, we did not receive the requested images of unused uncentrifuged ih-cards in order to look for signs of dry out or drops in the reaction chamber. The requested trace files were also not provided by the customer. But the customer submitted images of some result printouts of each test run which confirmed the described issues. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. To confirm that the reagent did not contribute to the incorrect results our quality control laboratory tested their retention sample of the supposedly defective product ih-card abo/d(dvi-)+rev a1,b on ih-1000 with several different donor blood samples. No false positive reactions were observed. No card showed a false positive reaction in the anti-b well. The results of forward and reverse typing were specific and concordant. Because several factors could be the cause of the false positive reaction, the issue of false positive reactions within the blood group typing has already been addressed within an internal CAPA investigation. The investigations are still ongoing. Testing by our quality control laboratory confirmed the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b functions correctly. Further investigations for solving this issue have already been initiated.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of ten specimens with anti-b of ih-card abo/d(dvi-)+rev.a1, b when used on ih-1000. The reverse typing was positive for ih-cell a1 and b. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. The customer repeated the same ten samples on the same ih-1000 and the results were correct and resulted as the blood group o. Our quality control laboratory is still waiting for the complaint sample of the supposedly defective product and the specimens that caused false positive test results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.